Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2023, it was reported by the spouse that the patient experienced inaccurate cgm values. The patient tandem tslim in modified closed loop. The patient was diaphoretic, incoherent, unresponsive, combative, and couldn't swallow. The patient would not wake. So, the reporter took a bg and got a reading on the bg was 42 mgdl and she checked the cg it was showing 101 mgdl. The reporter called 911. While reporter was waiting for the 911, she tried giving the patient some honey. The patient was given unknown shot by ems. The bg after treatment was 68 mg/dl. The patient had more carbohydrates and ems departed. He was okay during the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A2 age number - correction. B3 date of event - correction. B5 describe event or problem - correction. D: primary UDI number - additional. H2: additional information/ correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2018, it was reported by the spouse that the patient experienced inaccurate cgm values. The patient tandem tslim in modified closed loop. The patient was diaphoretic, incoherent, unresponsive, combative, and couldn't swallow. The patient would not wake. So the reporter took a bg and got a reading on the bg was 42 mgdl and she checked the cg it was showing 101 mgdl. The reporter called 911. While reporter was waiting for the 911, she tried giving the patient some honey. The patient was given unknown shot by ems. The bg after treatment was 68 mg/dl. The patient had more carbohydrates and ems departed. He was okay during the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.